Event description:
The cuff and balloon were implanted on 7/19/94. The pump was implanted on 4/13/95. The pump and balloon were removed from the patient on 1/30/97, due to fluid loss-balloon tube, and replaced.